Event description:
The nurse found IV fluid leaked from the IV site, upon inspection of the IV site she found only the hub was in situ, the catheter was missing. The pt was xrayed and the catheter found in the vein of the forearm. Surgical intervention required to retrieve the catheter.